Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, explanted: (B)(6) 2013, product type lead.

Event description:
It was reported the patient had a revision surgery for their left lead in (B)(6) 2013. Significant reprogramming was done prior to the revision but it was reported the healthcare provider considered the lead to be "poorly placed." It was also reported the left lead was replaced because the healthcare provider thought the placement of the lead was not providing the patient effective therapy. After the replacement, it was reported the patient was receiving effective therapy. Reference manufacturer report # 3004209178-2013-03486.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead.

Event description:
Additional information received reported that the patient's left lead was not replaced and the patient's right lead was replaced on (B)(6) 2013. It was reported that the replacement was done because the surgeon believed that the original lead was poorly positioned to provide effective therapy. It was noted that there was never a concern about the lead functioning properly. The reporter stated that the lead was working as designed but believed to be poorly positioned to provide effective therapy. It was reported that the patient was now receiving effective therapy.